Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported, right side rupture and inflammatory nodes. The device has been explanted.

Event description:
It was later confirmed that the event of lymphadenopathy had not occurred.